Event description:
It was reported that after the cleaning and sterilization process, he discovered that the tip of the extraction screwdriver was broken off. It was not known how or when the tip broke.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR review of the device history records showed that there were no issues that would contribute to this complaint condition. The product evaluation visual inspection revealed slight marks and an etch-like discoloration on the shaft near the knurled end on the inner shaft. The tip was also broken. The evaluation performed indicated the reported failure is not associated with the manufacturing processes. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).